Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had stenosis from l1 - l5. The reported that they used "sections 4 - 5" on both sides and "ran past l1 on both sides." It was reported that the issue was resolved "up to the last four months." No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient stated he had his spinal cord stimulator (scs) adjusted to the point where he was getting significant pain relief, but when he got home from the programming it didn't work "somehow what they did up there didn't transfer all of the information to my unit at home" and the patient's pain returned to what it was like prior to the reprogramming. The patient stated during the reprogramming they were able to get his pain to a 1 or 2 and he could stand up straight and walk, but now it's back to a 5 or 6. The patient mentioned he had a total knee replacement on (B)(6), and indicated the reprogramming was about a week prior to this. The patient stated his programing is showing normal expected screens, he has groups a, b, and c and he has already adjusted the intensity on all of them. The patient was offered assistance with his controller, but he declined. It was recommended that the patient keep his therapy on the group and intensity that best helps his pain until he can follow up with his managing healthcare provider (hcp) on (B)(6). No further complications were reported. No additional patient symptoms were reported.